Event description:
It was reported that bd solomed¿ syringe with needle plunger broke while aspirating. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample provided by the customer, 7 sample sealed, were evaluated and it was not is possible observe any deviation. Also these sample was submitted to the plunger activation force test, this test also performed during the batch release and no deviation were observed for the complaint batch. Thus it is not possible confirm the defect of this complaint was related of bd process.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe with needle plunger broke while aspirating. No serious injury or medical intervention was reported.